Manufacturer narrative:
Complainant name: (B)(6). Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: the complaint device was no returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained through anterograde approach via the right femoral artery. The 100% in-stent restenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. During an endovascular treatment (evt), a 6.0mmx40mmx135cm sterling¿ balloon catheter was advanced for dilatation. However, on the 1st inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a 6x20mm sterling balloon. No patient complications were reported and the patient's status was good.